Manufacturer narrative:
Investigation summary: with all the available information, boston scientific concludes that the reported error message and fiber stopped working event is confirmed as analysis identified a break between the connector and control knob. In addition, the fiber card analyzed showed expiration status which is indicative of soft joules limits. Soft joule limit can be triggered by console errors or disconnecting the fiber. It is likely that there was excessive manipulation or bending of the fiber during the procedure, resulting in the fiber break and fiber card subsequent soft joules limits upon the user disconnecting the fiber from the console. The interaction between the user and device, caused or contributed to the event and identified fiber break. Device history record review: the device history record (DHR) confirmed that the devices met all material, assembly and performance specifications. Device technical analysis: upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The fiber was functionally tested with the helium-neon (he-ne) laser fixture. The testing conducted identified a break in the fiber body between the connector and control knob at 138 cm from the connector. The aiming beam was present at the location of the break. No other defects were observed with the fiber. The fiber tip appeared unused. The fiber card was analyzed, and it was found that expiration status of the card stated, soft joule limit. The use date of the fiber card matched the procedure date in the complaint. Soft joule limit can be triggered by console errors or disconnecting the fiber. Therefore, the reported complaint for courtesy error message and that the fiber stopped working was confirmed. Labeling review: a review of the product labeling was completed, and it did not reveal any evidence of device off-label use or failure to follow instructions and no patient injury was reported. According to the instructions for use (IFU): caution: the fiber is a precision device. Damage to the fiber can result in the emission of uncontrolled laser energy. Do not excessively manipulate or bend the fiber. Warning: do not use if the fiber appears damaged. If damaged, replace the fiber with a new one. Use of a damaged fiber may result in injury to the patient or injury to the user. Caution: do not bend the fiber. Investigation conclusion: based on the results of the product record review and observations of the fiber during product analysis, a conclusion code of unintended use error caused or contributed to event was assigned to this investigation. It is likely that there was excessive manipulation or bending of the fiber during the procedure, resulting in the fiber body break. The interaction between the user and device, caused or contributed to the error.

Event description:
It was reported that during a photoselective vaporization of the prostate (pvp) procedure, the fiber stopped working and an error message appeared on the console screen after 51,000 joules of used. A second fiber was chosen to continue with the procedure, but the fiber had a breakage. The laser console screen displayed damage internally, although the fiber was confirmed in good condition after unpacking and preparation. However, there was light observed to be emitted in the fiber body while in use. A third fiber was used to successfully complete the procedure. There was no reported clinical consequence to the patient. The first fiber was returned and analysis identified a break in between the input connector and control knob. This report is for 1st fiber.